Manufacturer narrative:
Date received by manufacturer: 29jul2019. Date of report: 31jul2019. The manufacturer¿s field service engineer (fse) confirmed the reported roll stand mount issue. The fse replaced the roll stand mount. The unit was checked overall, tested, cleaned, and functionally tested and no abnormality was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. Serial number unknown. Phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the roll stand mount is broken. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.